Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information.

Event description:
According to the reporter, during a bowel resection, the instrument did not fire. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information.